Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During an interventional endovascular procedure (evt), a 155 cm. Saber rx 5 mm. X 6 cm. Balloon catheter (bc) was used for pre-dilation and ruptured. The product was replaced with another bc to complete the procedure successfully. There was no reported patient injury. No additional information is available.

Manufacturer narrative:
During an interventional endovascular procedure (evt), a 155 cm. Saber rx 5 mm. X 6 cm. Balloon catheter (bc) was used for pre-dilation and ruptured. The product was replaced with another bc to complete the procedure successfully. There was no reported patient injury. Multiple attempts to obtain additional information were made without success. A non-sterile saber rx5mm6cm155 was received coiled inside of a clear plastic bag. Product was unpacked to be visually inspected. The balloon was received not inflated. No damages or anomalies were observed at the balloon neither at the rest of device. Functional test was performed by attaching the inflator/deflator device to the hub. The balloon leakage test was done applying pressure with the inflator/deflator device in order to reach the nominal pressure. The balloon did not get inflated as expected due to a leakage condition detected. The device was sent to sem analysis in order to identify the possible root cause of the balloon leakage observed at the balloon proximal section. Results showed that the balloon leakage was caused by a rupture on the balloon¿s surface. The external surface of the balloon presented evidence of scratch marks near the balloon rupture, and it is very likely that the same factors that caused the scratch marks on the balloon¿s outer surface could have also contributed to the rupture condition found on the received balloon. The internal surface of the balloon did not present any evidence of damages. No other anomalies were found during the analysis. A device history record (DHR) review of lot 17487847 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ was not confirmed due to the technical definition of a burst, however a leakage was confirmed, which may appear to the user as a burst, through analysis of the returned device. The exact cause of the balloon burst could not be conclusively determined during analysis. Based on the information available for review, vessel characteristics (although not provided) and procedural/handling factors may have contributed to the reported event as evidenced by the scratch marks found during sem analysis. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken at this time.